Manufacturer narrative:
Corrected block: h8 updated blocks: h3 and h6 during laboratory analysis, the product surveillance technician (pst) observed the air bubble detector to be undamaged and function as intended. The latch was secure when properly closed. No unexpected air alarms occurred during the evaluation. When air was present the detector alarmed and the condition could be cleared, device reset, and normal operation could continue. The sensor operated as intended.

Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Event description:
Upon receipt of the device, the ultrasonic air sensor (uas) latch was broken and would not fully close. There was no patient involvement.